Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to episodes of atrial arrhythmias. It was also noted that this patient went into ventricular tachycardia (vt) and ventricular fibrillation (vf) for which an electric shock was delivered and successfully converted the rhythm. Boston scientific technical services (ts) was consulted and offered reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.